Manufacturer narrative:
Evaluation: photographs of the cement mantle and of the removed tibial component were returned. The tibial component shows no signs of cement adhering to the underside of the baseplate. The (B)(4) on the bone shows outlines of the tibial component where they were pressed together and is almost completely intact with no indications of adherence to the tibial plate. The anterior medial portion of the tibial cement mantle is fractured off, likely caused during extraction. It is possible that the cement was allowed to cure too long prior to pushing the tibial component in place. However, surgical notes were not provided, therefore, it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to pain and loosening of the tibial component.